Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer with an implantable neurostimulator (ins) spinal pain. It was reported the patient experienced a shocking sensation from stimulation. The patient said it doesn¿t feel like the ins is working properly and was ¿kicking off and on.¿ the patient said that when the ins is kicking off/on, the patient sees the lightning bolt on the patient programmer but is not sure if the stimulation was going off/on. The patient reported that he does see that stimulation is on. The patient said stimulation has been too strong since replacement ins was implanted. The patient said the ins has not been covering as much pain as the previous ins. The patient said that pain coverage is at 50% compared to 75% with previous ins. The patient said that with the previous ins he was on pain meds too, so he was unsure if that was the reason he had more pain. The patient had attempted to make adjustments and decreased stimulation from 4.5 to 3.9 and attempted to try another program. The patient had a follow-up appointment and was told to decrease stimulation to address the report that stimulation was too strong. It was reviewed to decrease stimulation further, turning stimulation off or changing to a different program to see if anything changes. The patient declined and did not wish to decrease it further or turn stimulation off. The patient turns the ins off when charging to charge ins faster. When the patient turns ins off, the patient feels needles running up and down the leg for the first 5 minutes and patient can tell stimulation is off because patient is in more pain. The patient was redirected to their healthcare provider to get the device checked and possible reprogramming. No further complications were reported/anticipated. The indication for implant was spinal pain.